Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that the battery cable clip assembly was cracked and would not make a good contact when replacing the battery. Since the event occurred during routine testing, there was no pt involvement during this event.